Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased tone and spasticity since a pump replacement on (B)(6) 2013. Two weeks later, the infusion rate was increased to 470mcg/day. On (B)(6) 2013, the infusion rate was changed from simple continuous to intermittent bolus, with no dose change. Four days later, the infusion rate was increased to 544.1mcg/day. On (B)(6) 2013, an anterior-posterior and lateral view of the thoracic and lumbar spine with kidneys, ureter and bladder showed no evidence of kinking or discontinuity. On (B)(6) 2013, a catheter dye study was done. Contrast injection through the pump showed no extravasation or catheter fracture. Free flow of contrast was seen from the catheter tip, which was located at the l1 level. On the same day, the infusion rate was increased to 604.5mcg/day. A physical exam and family report showed sub-optimal tone control despite pump adjustments. A catheter revision was done. The existing catheter was cut at the spinal site with immediate retrograde flow of cerebrospinal fluid (csf). The spinal segment was explanted with the intention of replacing it with a new catheter. When the remainder of the existing catheter was pulled from the abdominal site, the catheter snapped and an unknown segment of the catheter remained lodged into the tissue. A new catheter was placed. The infusion rate was restarted at 500mcg/day from 600mcg/day. The device system was used to deliver gablofen. It was later reported that no cause of the patient¿s symptoms were determined. Tissue had grown around the catheter which caused the catheter to snap when being explanted. At the time of the report, the patient was receiving too much medication. He was not swallowing well and had a decreased respiratory rate. The patient was in the hospital and clinicians were decreasing the infusion rate. The patient¿s tone was very well controlled.

Event description:
It was later reported that increases did not help the patient¿s increased tone. A catheter occlusion occurred. The patient resolved without sequelae on 2013 (B)(6). The event was related to the device or therapy and possibly related to the implant procedure.

Event description:
It was reported that the patient had experienced hypertonicity, itchiness, clonus, and increased startling during the event.

Manufacturer narrative:
Catheter was returned in pieces and although the catheter body was torn or broken at or after explant this did not affect infusion, per analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0056581r, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.